Event description:
Reporter indicated that the physician thinks the patient may have a fractured lead. Per the reporter, the patient's mom feels that the device is not working at all. X-rays were sent to manufacturer for review. Upon review, no anomalies were noted with the device. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. No gross lead discontinues visualized. Device failure is suspected, but did not cause or contribute to a serious injury or death.